Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the problem reappeared, which they understood.